Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic examination of the hub, hypotube, distal shaft and collar were performed. Inspection revealed a partial separation at the collar, with numerous kinks in the hypotube and distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17aug2016. Same case as: 2134265-2016-06634, 2134265-2016-07616. A 145 guidezilla¿ was received with MDR ID# 2134265-2016-06634 with no reported issues. The 6fr 145cm guidezilla¿ was used on the proximal circumflex for a percutaneous coronary intervention (pci). The device was removed with no patient complications reported. However, device analysis revealed a partial separation at the collar.